Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged set screw and that the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient was discharged home after a device replacement procedure, the patient heard an alert and came back to the hospital. High svc coil impedance was noted and the alert was turned off. The following day the patient heard another alert which was for high rv coil impedance. The physician suspected that the lead was not in the header. During the revision procedure, the rv coil setscrew could not tighten, so a new device was implanted. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.